Event description:
It was further reported that the de novo lesion was severely calcified. The sterling balloon was inflated to 6 atms. On the second inflation the balloon ruptured at 6 atms.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified common iliac artery. The common iliac artery was postdilated with a 9.0mmx20mmx135cm sterling balloon. The sterling balloon was inflated to nominal pressure and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).